Manufacturer narrative:
(B)(6). Implant date: (B)(6) 2019. Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticm5_12.1, -10.00/5.0/095 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) in (B)(6) 2019. Low vault with rotation was observed and the patient experienced sever glare and ghost image. The lens remains implanted. The reporter states the cause of this event is due to user error. The reporter also states that the device failed to perform as intended. For cause details the reporter states that a lens with wrong length was ordered and that the cause of rotation is low vault. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.